Manufacturer narrative:
Retainer ring = black. The customer retuned the device for alleged short battery life, unexpected battery power loss anomaly, charge/battery anomaly, low battery alarm, replace battery alert, and replace battery now alarm on may 13, 2022. The device passed the displacement test, active current measurement, and self test. The device had high sleep current measurement. No alarms or alerts noted during the testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing on the event date. History download was successful using thump. The test p-cap and reservoir does lock in place in the reservoir compartment. Per r&d ee team observation below: the device had high sleep current. No traces of moisture damage or damaged to components per visual inspection under the scope was noted. Device was connected to stb5. However, unit immediately alarmed with a constant flashing medtronic logo. Unable to verify root cause of high sleep current due to constant flashing medtronic logo at display. (High sleep current and flashing medtronic logo at the display, problems isolated to the electronic assembly). The following were noted during visual inspection: cracked select button at keypad overlay, stained serial number label. And scratched case. Unexpected battery power loss confirmed. Charge/battery lasts less than expected confirmed. Low battery alarm confirmed. Replace battery alert confirmed. Replace battery now alarm confirmed. Flashing medtronic logo confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert. Customer also received low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The customer will discontinue to use the device.